Event description:
It was reported that a physician was attempting to deploy a 2.5mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in cx with 90% stenosis and moderate calcification. The stent was unable to pass the lesion and when it was removed from the left coronary artery, the stent struts were stuck in the outer part of the guide catheter. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon as per specification; multiple stent struts were damaged and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation), patient condition affected effectiveness of the device (patient lesion morphology-moderate calcification, 90% stenosis), failure to follow instructions (direct stenting). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology-moderate calcification, 90% stenosis), user error contributed to event (direct stenting). (B)(4).